Manufacturer narrative:
The baseline timi flow was 0. Post procedure the occlusion was completely recanalized with a timi flow of 3 and discharge (B)(6) stroke score of 1. The patient had been admitted due to head trauma two days prior to the symptom onset and had a fracture of the ipsilateral optic strut adjacent to the occlusion site of the ica; therefore, the cause of the occlusion was judged to be arterial dissection. During the procedure, after the occlusion site was identified a 6f guiding catheter was placed at the distal cervical portion of the left ica followed by a 3000 units IV heparin bolus and 1000 unit/hr IV infusion. A prowler select plus microcatheter was navigated to distal normal portion of the artery by using a 0.014 guidewire. Then the enterprise was introduced and fully deployed spanning the obstructive segment. Immediately after stent deployment, 100,000 u of urokinase was infused for dissolving the pre-existing embolus entrapped by the stent and a bolus of gpiib/iiia antagonist (tirofiban 0.5mg) was loaded intra-arterially due to the lack of antiplatelet premedication. An IV infusion of tirofiban was maintained for 24-36 hours after completion of the procedure along with a loading dose of dual antiplatelet medication (aspirin and clopidogrel). There was no distal migration or embolization of the entrapped embolus visible on angiogram. It was reported that there was a small asymptomatic hemorrhagic conversion of the infarction site of the basal ganglia. Follow-up mr angiogram revealed persistent patency of the artery and full expansion of the stent. The enterprise stent remains implanted and the lot number is not known; therefore further analysis and device history record review cannot be completed. As outlined in the instructions for use, the enterprise vrd is intended for use with embolic coils for the treatment of wide-neck, intracranial, saccular or fusiform aneurysms arising from a parent vessel with a diameter of " 2.5mm and ¿ 4mm. Wide neck is defined as having a neck width " 4mm or a dome-to-neck ration <2. Usage other than the approved labeling may involve risks not described in the labeling. Hemorrhagic conversion of stroke after revascularization is a known occurrence in the setting of an infarcted brain. Because of the loss of normal autoregulation in the vessels supplying the infarcted tissues with the inability to retain blood inside of the arteries, the risk of hemorrhage will occur with return of normal blood flow. This in combination with the use of urokinase and gpiib/iiia antagonist also puts the patient at a higher risk for post procedure hemorrhage. As indicated by the authors a major concern with recanalization of an acute stroke is the possibility of increased risk of fatal intracranial hemorrhage associated with procedural and/or post procedural antiplatelet medication. There is no indication that the device did not perform as intended or that the event is related to the device design or manufacturing process. Clinical factors including off label use to re-establish flow through the dissected thrombosed ica post ischemic stroke and pharmacological factors appear to have impacted the reported event. Therefore, no corrective action will be taken at this time.

Event description:
As published in the american journal of neuroradiology 2010 mar;31(3):459-63. In "self-expanding stent for recanalization of acute embolic or dissecting intracranial artery occlusion", s.h. Suh, et.al., post use of the enterprise stent as the initial mechanical maneuver for the recanalization of the acutely occluded vessel secondary to traumatic dissection, there was asymptomatic hemorrhagic conversion of the baseline infarction site. The baseline occlusion site was the left internal carotid artery (ica) terminus to m1. The baseline (B)(6) stroke score was 3 with progression to 10.